Event description:
It was reported that the bumper was damaged in delivery with sharp edges and the bed had no power. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Bed bumper damaged in transit. Cherry switch set screw out of adjustment.